Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the left ventricular lead exhibited low impedance and high threshold. Patient was seen in clinic and upon device interrogation no issues were noted. All available vectors and updated impedance were checked and were all within normal limits. The patient was stable and will continue to be monitored.